Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the device pocket became infected and one month after implant, the tissue had become necrotic and was "found in pocket." The device was replaced in (B) (6) 2010 and the patient experienced sudden death at home on (B) (6) 2010. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
It was reported the device pocket became infected and one month after implant, the tissue had become necrotic and was "found in pocket." The device was replaced in (B) (6) 2010 and the patient experienced sudden death at home on (B) (6) 2010. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Later follow up reported "the doctor thought the death of the patient maybe related to the cardiac."

Event description:
It was reported the device pocket became infected and one month after implant, the tissue had become necrotic and was "found in pocket." The device was replaced in (B) (6) 2010 and the patient experienced sudden death at home on (B) (6) 2010. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Later follow up reported "the doctor thought the death of the patient may be related to the cardiac." Follow up also revealed the pacemaker was not replaced in (B) (6) 2010 as previously had been reported, "the doctor replaced the pocket," the infection was found in the device pocket only, and it was unknown what bacteria caused the infection.